Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). After the stent was loaded onto the delivery, the guide catheter separated from the delivery system as it was being inserted into the scope channel. The procedure was successfully completed with another rapid exchange biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure in the bile duct of a patient (patient age, sex, and weight are unknown). After the stent was loaded onto the delivery, the guide catheter separated from the delivery system as it was being inserted into the scope channel. The procedure was successfully completed with another rapid exchange biliary stent system and no reported patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
A visual evaluation of the returned device revealed that the guide catheter was broken/separated from the pullwire. The pullwire was kinked near the ramp window. The stent was not returned for evaluation. A functional evaluation revealed that when the handle was actuated (extended and retracted), it did not function smoothly due to the kinked pullwire. Based on the condition of the device and the details of the event, the root cause could not be determined since the event description and product analysis do not provide sufficient information to conclude a probable root cause for the complaint. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.